Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) units front end board is defective. There was no patient involvement.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the port on the cardiosave intra-aortic balloon pump (iabp) unit's front end board was defective. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) that encountered the issue replaced the front end board. The fse performed a full preventive maintenance (pm), calibration, safety, and functionality checks per the service manual. The intra-aortic balloon pump (iabp) was returned to the customer for clinical service. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received pcb, front end, nonrohs, with a reported unit failure of a broken port. The fat performed a visual inspection and found the part to have a damaged blood pressure port and temperature sensor. Fat verified the reported failure but no root cause defined.